Event description:
The fe reported a communication error and the equipment was not initializing, which was likely a no boot situation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.